Event description:
It was reported that the patient experienced an erosion with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new 21cm x 12mm ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.